Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3998, lot# v264393, implanted: (B)(6) 2009, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer, manufacturer's representative (rep) and healthcare provider reported the patient went to the emergency room over the weekend prior to the report because she was feeling loopy and was incoherent from the pain medication she was prescribed due to a prior head injury. The admitting physician at the emergency room gave her an MRI of her head even though her boyfriend told them that the patient could not have an MRI. The patient's back was hurting at the implantable neurostimulator (ins) site to the lead wire up her back. This was considered a sudden change in symptoms. There was a pain and burning of the leads since the patient had the MRI. When the ins was off, the patient did not experience the symptoms. The stimulation was currently turned off and the patient did not have the pain symptoms. It was noted the patient turned the stimulation off because it aggravated her pain. Shocking, pinching, and jolting sensations at the spine and ins pocket site were also noted to occur post MRI. This occurred intermittently with the stimulation on only. There were no falls or traumas that occurred after or during the MRI scan. Chronic burning was noted along the pathway of her lead, extensions, and to her ins pocket in her right buttock after having a head MRI. It was later noted the patient thought she had a full body MRI, but this was not confirmed as the patient was not fully conscious for the MRI. The patient became aware of the burning sensation after she started to become more conscious after the MRI was done. The stimulation was turned off because the patient felt the burning along her system. When the stimulation was turned off, the burning stopped. It was noted the ins was fully charged when the patient when to the ER. On (B)(6) 2015 the patient was going to have her device assessed. There was no telemetry with the ins when the device was checked on that date. A short physician recharge mode (prm) was attempted, but it did not resolve the issue. The codes were reviewed on the implantable neurostimulator recharger (insr) after the prm and all 10 events were 591 codes except one which was a 380 which was expected from the attempt to reset the ins with a short prm. There was limited time to do any further prm charging. The patient programmer was not available at the time of the device assessment and there was no known related emi in the room. Later, the healthcare provider reported the patient stated the MRI ruined the device. This healthcare provider was from the facility that conducted the MRI and he stated that when the MRI was done they did not know the patient had an ins and thus did not follow the MRI guidelines. Later, it was reported the patient was having the battery replaced. It was noted the battery was 6 years old so the patient opted for a replacement rather than performing device resets. Further follow-up indicated that the stimulation was shut off with the patient programmer. When the patient turned it back on, there was no communication and when the rep saw the patient she was unable to communicate with the battery. The ins was unresponsive after the MRI. They were thinking that the ins was locked up due to the energy it was exposed to during the MRI. The decision was to replace the battery and to potentially replace the lead if necessary. Relevant medical history included failed back surgery syndrome and spinal pain.